Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission, false pause episodes was noted on the device. Abbott technical service discussed that the device may be losing contact with the lead. On (B)(6) 2017, another long pause episode with total dropout of sensing was noted. No intervention has been done as the device remains implanted and will be monitored. The patient was not symptomatic and will be brought in for further assessment.